Event description:
It was reported that the patient underwent surgical intervention to replace the leads with a penta lead (related manufacturer reference numbers: 3006705815-2022-14038, 1627487-2022-02506). Post-operatively, patient experienced weakness of the left leg. In turn, surgery occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.